Manufacturer narrative:
Date of event is unknown. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported that the patient was not receiving effective therapy due to migration. As a result, surgical intervention occurred on 12 feb 2021 in which the lead was repositioned to address the issue.